Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the blood collected in the bd vacutainer® serum blood collection tube wouldn't clot during use after several hours' time. The following information was provided by the initial reporter: "the blood is not clotting after a few hours and other times there's a jelly type. It incidents have been occurred within the past 7 months, they are very random." Nurses are drawing the blood so she does not know how many times tubes are inverted. They are sometimes drawn from a line and she is not sure if discard tubes are always used. She does not know the order of draw used. The issue isn't consistent and she does not have the lot#s of tubes. Tubes are discarded once the serum is taken off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the blood collected in the bd vacutainer® serum blood collection tube wouldn't clot during use after several hours' time. The following information was provided by the initial reporter: "the blood is not clotting after a few hours and other times there's a jelly type. It incidents have been occurred within the past 7 months, they are very random." Nurses are drawing the blood so she does not know how many times tubes are inverted. They are sometimes drawn from a line and she is not sure if discard tubes are always used. She does not know the order of draw used. The issue isn't consistent and she does not have the lot#s of tubes. Tubes are discarded once the serum is taken off.